Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. The full event site name in block is (B)(6) medical center.

Event description:
It was reported that during use on a patient, it was suspected that there was a sensor module failure with the cs300 intra-aortic balloon pump (iabp). The first five minutes the iabp recognized pressure, but then cease. The iabp was replace with another iabp. The intra-aortic balloon (iab) used with the iabp was a trans-ray (tr4055). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and due to deterioration to the fiber optic assembly, the fse replaced the fiber optic assembly to fix the issue, and performed a preventive maintenance with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, it was suspected that there was a sensor module failure with the cs300 intra-aortic balloon pump (iabp). The first five minutes the iabp recognized pressure, but then cease. The iabp was replace with another iabp. The intra-aortic balloon (iab) used with the iabp was a trans-ray (tr4055). No patient harm, serious injury or adverse event was reported.